Event description:
(B)(4). Pain and swelling in hands and feet, low grade fever. Was diagnosed with an autoimmune disease in (B)(6) 2015. Prior to this I was experiencing painful cramping after intercourse, painful menstrual cycles, long and frequent menstrual cycles. I now have to have a hysterectomy.